Manufacturer narrative:
Product evaluation: the product was returned for evaluation. The reported damage was observed. Optic damage was also observed. Blood and solution are dried on the lens. Product history record and batch records were reviewed and documentation indicated the product met release criteria. Root cause: the damage appears to be related to a failure to follow the dfu. The cartridge and viscoelastic used are not qualified for this lens model. Due to the presence of blood and surgical solution, the observed damage is most likely related to customer handling. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that following insertion of an intraocular lens (iol), it was noted the haptic had broken. The iol was removed. The surgeon indicated an additional incision and two sutures were required. The surgeon was unable to implant the replacement lens because the patient was nervous and had pain. There was a delay in the surgical procedure. An unapproved viscoelastic and cartridge were reported to have been used during the surgical procedure. Additional information has been requested.